Event description:
It was reported that the patient presented to the emergency department due to syncopal episode. The right ventricular (rv) lead exhibited low impedances. No actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).